Manufacturer narrative:
The axium implant coil was returned within a dispenser track. Axium implant coil was decontaminated. The axium pushwire was found to be broken at the tack weld. The implant coil appeared to be stretched and damaged within the introducer sheath with the polypropylene filament intact. The implant coil was pushed out from within the introducer sheath for further evaluation and was found to be stretched and damaged. All other subassemblies appeared to be normal and no other anomalies were observed. The implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the analysis performed, the report of ¿premature detachment¿ was unable to be confirmed as the axium prime coil was returned stretched but still attached, and the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium coil was found to be accidentally detached during the procedure. The coil was replaced with a new one to complete the procedure. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 4.5mm x 3.4mm located in the ophthalmic artery. The patient¿s blood flow was normal and the vasculature was normal in tortuosity.